Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product will not be returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a patient will be revised due to improper implant placement. Revision surgery took place (B)(6) 2018.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation was completed as the lot number has been identified/confirmed in this case. Since the interbody was disposed, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. It was reported that the implant breached the contralateral annulus and was impinging on a nerve, requiring removal of the interbody in a revision case.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a patient will be revised due to improper implant placement. Revision surgery took place (B)(6) 2018.